Event description:
It was reported that a patient experienced an esophageal bleeding. During a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. A transesophageal echocardiogram was performed prior to the procedure to look for clots, and no clot was observed so the procedure proceeded. During the procedure, there was blood found in the mouth of the patient. The blood was suctioned from the mouth. The bleeding was stopped; however, it occurred again during ablation post-map. The procedure was completed, and the patient was taken to the intensive care unit (ICU) for observation with intubation. The device was disposed and is not expected to return.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.